Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be duplicated. It was noted the brush was able to pass through the channel without resistance and no leaks were observed. It was also noted minor scratches on the insertion tub, light guide, and plastic cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that foreign material was observed on their evis exera iii gastrointestinal videoscope. When the biopsy forceps came out of the scope on first pass with newly opened and unused forceps, there was foreign material observed that looked like tissue. When the foreign material was seen the scope was immediately removed, and a new scope used to complete the procedure. Patient was followed up with infection control and had exposure bloodwork done with no negative outcome for the patient. Additionally, the customer reported slight restriction when passing the cleaning brush through the channel after the incident. There were no reported death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the inspection of the subject device, tissue/foreign material was not confirmed. However, resistance on passing through the cleaning brush was confirmed. Therefore, biopsy channel may have been deformed. Based on the results of the investigation, the following likely caused the event: ·reprocessing method conducted by the user was different from method recommended in IFU. ·staff of facility was insufficiently trained on device handling and reprocessing in accordance with IFU. ·foreign material was not tissue but likely was a part of the broken biopsy valve. Or tissue adhered to the biopsy valve due to insufficiently reprocessing of the valve. The root cause of why the device was not reprocessed according to the device IFU could not be determined. Olympus will continue to monitor field performance for this device.